Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's system had high impedance values during an ipg replacement surgery (reference #3006705815-2016-00383). The patient reported the stimulation was effective prior to the surgery. The patient's lead was explanted and replaced which resolved the patient's issue. Note the surgery was extended by approximately 90 minutes.